Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) sent a battery performance alert. No interventions were reported. The patient status was not reported.

Event description:
New infomation received notes that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Corrected: d6b - date of explant the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.